Event description:
While investigating the treatment event of an (B)(6) old female patient, a reportable problem was discovered. The patient's electrode belt was found to have an intermittent signal in the distribution node to front therapy electrode cable.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the distribution node (dn) to front therapy electrode (te) cable was damaged. The damaged cable caused intermittent connections in the can l, -5v, +5v, and main battery wires. The root cause for the damaged cable could not be positively identified, but the damage was likely the result of excessive force on the cable. It is unclear if the broken wires contributed to the inappropriate treatment, or if the damage occurred while the equipment was being removed after the treatment. The patient did not use the response buttons to prevent the treatment event. No adverse event resulted from the intermittent wire connections in the dn to front te cable. The patient received a replacement electrode belt.